Manufacturer narrative:
H6 coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller reported that the patient was getting a message on the programmer when they tried to make an adjustment on any group. The caller met with the patient and checked impedances and found that values were high on many electrodes. The caller provided the following values: ref (B)(4). Ohms 4 24640ohms 8 22680ohms ref 2 3-15 40000ohms ref 4 2 and 5-15 40000ohms the caller indicated that the patient did not report doing any activities that required repetitive movements. The caller indicated that the patient had a dual lead revision in dec because of high impedances, that was reported in pe 708149029. The caller was not with the patient. Tss reviewed information about impedances. The caller will follow-up with the patient and healthcare provider (hcp).

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported the cause of the high impedances was not determined. The patient (pt) denied having any repetitive movements or falls. Rep reported the impedances would be monitored and reprogrammed as needed. At the (B)(6) 2026 appointment post impedance check, reprogrammed off elevated impedances. Pt said they will reach out if oor message reoccurs. Information had been confirmed/provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.